Event description:
It was reported that an unspecified malfunction alarm occurred on the pump after getting wet. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. A replacement pump was arranged to be sent to the customer, who will use a backup insulin pump in the meantime.